Manufacturer narrative:
Product complaint (B)(4). Batch # t5cu3f. Additional information received: the above staple was used for a sigmoid colectomy if I can remember. It was fired by (B)(6), following all the protocols. The donuts were inspected and were perfect with staples in. There was no difficulty in insertion, closing or removing it. After the firing endoscopy was performed and every thing seemed ok. But when we put the laparoscope in and put water in and flushed air through the sigmoidoscope we found the air leak. So (B)(6) put stitches around where we found the leak. Surgeons were not planning for a stoma, but we had to have a stoma as there was a leak. Additional information was requested and the following was obtained: is the lot number of the device available? No. What were the indications for surgery? Colovesical fistula from sigmoid diverticular disease. What healthcare professional fired the device and what is his/her experience with the device? Colorectal registrar st5 under my direct supervision ¿ he has fired gun several times before. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Yes ¿ chunky and complete was a complete transection of the white breakaway washer visually confirmed? Not sure. Was type of leak test was performed? Flexible sigmoidoscopy. Was the staple line visualized endoscopically? Looked ok endoluminally. Were there any issues noted with staple formation? If so, please describe the shape. Staples that fired looked ok but there was a very obvious stream of bubbles from anterior staple line as if a staple was missing. The bowel looked healthy and it was a very straightforward anastomosis that went smoothly so I am concerned that this was not user error but may be related to the device. Will the stoma be reversed? Yes 3-6 months pending contrast enema. What is the current status of the patient? Post op ileus but went home and is currently well. Device evaluation summary: the analysis results found that the cdh29a device arrived with the anvil missing. The breakage washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the lot number of the device available? What were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Was type of leak test was performed? Was the staple line visualized endoscopically? Were there any issues noted with staple formation? If so, please describe the shape. Will the stoma be reversed? What is the current status of the patient? Was the device saved? If so, will it be returned for evaluation?

Event description:
It was reported that during a low anterior resection procedure with cdh29a, gun fired, leak test performed and bubbles appeared. Surgeon then decided due to the failed anastomosis was to over sew to maintain anastomosis but then decided stoma would be best option. Procedure extended due to leak test and then converted to stoma.